Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 450cc saline prosthesis and experienced right sided deflation and bilateral ptosis post procedure. The left side began having a waterfall effect. As a result, implant replacement an mastopexy was performed on (B)(4) 2021. The right sided deflation was reported initially under 1645337-2019-10377 on (B)(4) 2019. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.